Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant presented with a tear. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., and h.10. The product was not returned. A photo was provided of the lens in the eye. A split is observed on the edge of the lens. Product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Associate products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported lens damage. Based on review of the provided photo a small split was observed at the edge of the optic. It is difficult to make a final determination without evaluation of the physical sample. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the patient needed two (2) vitrectomy surgeries. One during the initial procedure and one the day after the surgery. The surgeon had to remove the iol during the initial procedure and implant a new lens. The surgeon has stated the issues have resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.1., d.2., and d.4. The manufacturer internal reference number is: (B)(4).